Manufacturer narrative:
Updated to reference for patient's medical history. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other components include: product ID: 8731, serial (B)(4), implanted: (B)(6) 2004, product type: catheter. Product ID: 8840, product type: programmer, physician. Product ID: 8870, product type: software. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer's representative regarding a patient who was receiving 2000 mcg/ml of baclofen at 762.5 mcg/day via an implantable pump for intractable spasticity and multiple sclerosis. On (B)(6) 2017, it was reported that during a pump replacement on (B)(6) 2017, the patient's catheter was spliced and put back together. The pump was reported primed on the back table, but no priming was done after the catheter was "spliced and put back together". The patient started exhibiting issues of withdrawal. The dose per day had been decreased by 10%. The flow rate was 0.38 ml/day and the catheter volume was approximately 0.207. The hcp wanted the patient to receive single therapeutic bolus of 50 mcg over 30 minutes. Additional information was received on 2017-oct-27 from the healthcare provider via the manufacturer's representative. It was reported that the manufacturer's representative was present at the surgery on (B)(6) 2017 and witnessed "the cut". It was reported that the hcp had cut through the catheter while removing the old pump from the pocket. The issue was considered resolved. It was also noted that the pump was replaced due to an upcoming mid-november eos and that the pump was disposed of. No further complications were reported.